Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), and specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Manufacturer narrative:
Device name: turbo-ject over-the-wire single lumen peripherally inserted central venous catheter set. This investigation is currently under investigation. A follow-up report will be generated upon the conclusion of the investigation.

Event description:
Customer reported to the (B)(6) therapeutic goods administration regulatory agency and subsequently to the manufacturer ¿that the device had snapped between the catheter and purple bung attachment end of line". The peripherally inserted central catheter (PICC) line was previously implanted on an unspecified date. The patient ¿required a reinsertion of PICC during a planned procedure (reversal of stoma).¿ a section of the device did not remain inside the patient¿s body. No further patient or event details were provided.